Event description:
It was reported that the patient requested removal of the implantable pulse generator (ipg) system as it was causing pain. No further patient complications have been reported as a result of this event.